Event description:
Insulin was infusing via the pump, when the registered nurse noticed it appeared to be infusing too rapidly. The infusion was stopped. The patient was monitored with no change in blood sugars and no harm to the patient.